Manufacturer narrative:
The product is expected to be returned, but has not been received. Additional information will be submitted within 30 days upon receipt.

Event description:
During an angioplasty procedure, the stent delivery system was inserted through the guiding catheter, but the sds did not advance smoothly through the catheter. Several attempts were made to advance the sds through the catheter, and during one of the attempts, the proximal portion of the sds shaft broke. The broken portions were outside the patient, and the removal of the broken shafts was conducted without any complications or additional invasive procedures.